Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a touchscreen issue with the freestyle libre reader. The customer reported she experienced symptoms of dizziness, fatigue, and could not concentrate, and attempted to obtain a blood glucose reading with the reader but the touchscreen buttons were not responding. The customer self-treated with metformin and jardiance, then self-presented at a hospital. A healthcare meter reading of 170 mg/dl was obtained, and the customer treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (jngz199-t1200) was returned and investigated. Visual inspection was performed and no issues were observed. Touchscreen test was performed and touchscreen responded properly. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a touchscreen issue with the freestyle libre reader. The customer reported she experienced symptoms of dizziness, fatigue, and could not concentrate, and attempted to obtain a blood glucose reading with the reader but the touchscreen buttons were not responding. The customer self-treated with metformin and jardiance, then self-presented at a hospital. A healthcare meter reading of 170 mg/dl was obtained, and the customer treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.